Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# nlb720796h implanted: 2015-04-07 explanted: 2015-12-15 product type: implantable neurostimulator. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient's implantable neurostimulator (ins) and extension were removed due to infection. The ins and extension were replaced. The issue was resolved at the time of this report. The patient's indication for use is parkinson's dual and movement disorders. No cause or diagnostics were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.